Event description:
It was reported that the patient was no longer able to inflate their inflatable penile prosthesis device. During a surgical revision procedure, the physician noted that the reservoir was deflated upon removal with no indication of the source. The physician decided to explant and replace the entire device. There were no patient complications.